Event description:
During tlif operation, l5 left blocker wore down and cracked. Currently, the pt has no health hazard.

Manufacturer narrative:
Device remains implanted and add'l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.